Manufacturer narrative:
No devices were returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system is unable to charge and power on. There was no patient present when this issue occurred.

Manufacturer narrative:
Concomitant medical products:section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175, lot/serial #: (B)(6)product ID: bi71000175, lot/serial #:(B)(6); product ID: bi71000175, lot/serial #: ftpiw h3) the charger enclosure was returned to the manufacture for evaluation. After functional testing, performance testing, visual/phys ical examination and usability inspection the reported issue was not confirmed. Visual inspection confirms high dust and fiber build up on charger cards and on fans. It was cleaned and installed into a know functional system. The system initialized. Motion, gener ator, communication and charging readied. 2d and 3d images were successful. No failure found. B01, c19, d14 another charger enclosure was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Visual inspection confirm dented charger enclosure. No dust buildup. It was installed into a known functional system. The system did not initialize. Software version mismatch was seen. Do not proceed firmware version incorrect warning. The image acquisition system (ias) firmware installer confirm older firmware version installed on charger cards. And charger backplane. Upgrading the firmware failed. Charger cards and charger back planed failed to hold firmware. B01, c10, d02 another charger enclosure was returned to the manufacture for evaluation. After visual/physical examination the reported issue was c onfirmed. Visual inspection confirm dented enclosure, and seven out of eight charger cards were misaligned and not seated correctly. They were re seated and installed into a known functional system. Five charger cards firmware failed. Unable to hold firmware. B01, c10, d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the issue is unknown. It was noted that a hospital power surge in the site's power outlets could not be ruled out. No resolution found.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received. B5 has been updated. Information references the main component of the system. Other relevant device(s) are: product ID: bi71000162, serial/lot #: (B)(6) product ID: bi71000163, serial/lot #: (B)(6) the system was serviced in the field and hardware parts were replaced. The system passed all tests and was performing as intended. Codes b01, c13 and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the batteries were changed out and everything worked fine.